Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/01/2021.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported alarms downstream but no occlusion, which was reproduced through troubleshooting of the device. A review of the event history log identified alarms downstream but no occlusion as downstream occlusion messages. The cause was determined to be an out of specification downstream tubing gap. The downstream tubing gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream but no occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.